Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. There was no malfunction of the device. The probable cause of the image not being not displayed occurred because there was no setting on the printer output and setting of the connected monitor.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, the user was instructed to change the output to sdtv (standard definition) tv. Once completed, the user was able to get an image and the reported issue was resolved. No other issue reported, device is functional. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that there was no image on the secondary monitor coming out from the printer out. There was no patient involvement on this event reported. No user injury reported.